Event description:
Reportedly, the lead impedance has dropped since (B)(6) 2019 and was found below 200 ohms during the follow-up carried on (B)(6) 2019. The patient reported he has put on weight but has not fallen or been blown in the chest. Preliminary analysis revealed that the observed behavior most probably resulted from a ventricular lead issue.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the lead impedance has dropped since (B)(6) 2019 and was found below 200 ohms during the follow-up carried on (B)(6) 2019. The patient reported he has put on weight but has not fallen or been blown in the chest. Preliminary analysis revealed that the observed behavior most probably resulted from a ventricular lead issue.